Manufacturer narrative:
H.6. Investigation: as no physical sample, picture sample, material number, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect these types of product malfunctions during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined.

Event description:
It was reported that an unspecified bd needle detached from the syringe. The following information was provided by the initial reporter: "since the beginning of this week (9 march) they have had problems with our microlance-needles. Especially the green (21g) but maybe also blue (23g). No problems with orange, yellow and pink. The problem they have is: very hard to take off the plastic cover, they really need to pull very much to get it loose. The needle drops off sometimes when they use medication with high viscosity (harder to push). They use the bbraun omniflex-syringes. They haven´t had this issue before, when they have used our microlance needles. Is it just this batch /lot, or is it something new in the production-process? (They only have this lot-number in the clinic today). They have no used microlance-needles to collect today, but I have asked them to take out 10 green microlance-needles so that we can evaluate. One problem occurs before using the needle (to take off the hat) and the other one, that the needle falls off when attached to a syringe, is better to test before they press it to fit the syringe. Therefore I think it is ok to test the unused needles. If you want me to ask them to collect used needles, I will."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that an unspecified bd needle detached from the syringe. The following information was provided by the initial reporter: "since the beginning of this week (9 march) they have had problems with our microlance-needles. Especially the green (21g) but maybe also blue (23g). No problems with orange, yellow and pink. The problem they have is: very hard to take off the plastic cover, they really need to pull very much to get it loose. The needle drops off sometimes when they use medication with high viscosity (harder to push). They use the bbraun omniflex-syringes. They haven´t had this issue before, when they have used our microlance needles. Is it just this batch /lot, or is it something new in the production-process? (They only have this lot-number in the clinic today). They have no used microlance-needles to collect today, but I have asked them to take out 10 green microlance-needles so that we can evaluate. One problem occurs before using the needle (to take off the hat) and the other one, that the needle falls off when attached to a syringe, is better to test before they press it to fit the syringe. Therefore I think it is ok to test the unused needles. If you want me to ask them to collect used needles, I will."